Event description:
It was reported that within approximately three weeks post implant that the right atrial (ra) lead had sensing and capture issues. The ra lead was explanted and replaced with an active fixation model ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.